Event description:
It was reported that the surgeon inserted an icm 120v4 12.0mm implantable collamer lens in 2006. The lens was explanted the following month, due to inadequate vault. There was no patient injury reported.